Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Wang, m., analysis of effect of phacoemulsification of extremely high myopia with cataract. Guide of china medicine; feb 2013/vol.11/no.617-jan-14. Additional information has been requested. The translated literature article was received on 02/12/2014. (B)(4).

Event description:
An author of a literature article, guide of china medicine, reported cases of mild corneal edema. The author reported that seven patients experienced mild corneal edema following intraocular lens (iol) implant procedures which resolved with topical treatment. The objective of the study presented in this article was to investigate the effects of using phacoemulsification and artificial lens implantation to treat extremely high myopia cataract patients with an axial length of 27-30 mm and an axial length that exceeded 30 mm. There are four medical device reports associated with this article. This report is for the mild corneal edema requiring treatment.